Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm or failed battery test alarm noted during testing. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, belt clip slot and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed button error while sleeping. Customer stated that button was pressed more than three minutes and the buttons are not responding. Customer also stated that she received a battery alarm; it might have been failed battery test. Blood glucose value is 201 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.